Manufacturer narrative:
The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using the bd alaris smartsite low sorbing set that the line for the inline filter pulled apart. The following information was provided by the initial reporter: the line for the inline filter pulled apart.

Manufacturer narrative:
H.6. Investigation summary: a sample was received and the customer's complaint of separation was immediately verified for separation at the tubing to filter junction. Under microscope, the tubing showed a lack of solvent. This is the root cause of the complaint- lack of solvent during manufacturing. The manufacturer has been notified and are making improvements to eliminate further occurrences of this issue. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using the bd alaris smartsite low sorbing set that the line for the inline filter pulled apart. The following information was provided by the initial reporter: the line for the inline filter pulled apart.